Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a solent dista thrombectomy system. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually inspected. Inspection presented no damage or irregularities to the pump assembly or the device. Functional testing was performed by placing the device in the angiojet ultra console. Functional testing consisted of running the complaint device through the full priming cycle and 120 seconds in thrombectomy and power pulse modes. The device ran within normal range without any leaks from the pump assembly or device and with no console errors/alarms. When in power pulse mode there was no fluid that escaped into the waste bag.

Event description:
It was reported that loss of aspiration occurred. An angiojet solent dista catheter was advanced for a thrombectomy procedure. During procedure, it was noted that catheter could not draw fluids but tubing looked good with no kinks. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that loss of aspiration occurred. An angiojet solent dista catheter was advanced for a thrombectomy procedure. During procedure,it was noted that catheter could not draw fluids but tubing looked good with no kinks. The procedure was completed with another of the same device. No patient complications were reported.